Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and blood was visible on the helix. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix became stuck in the sheath and could not advance into the heart. It was noted when the physician removed the rv lead, the lead helix was already extended. The rv lead was replaced. No patient complications have been reported as a result of this event.